Manufacturer narrative:
Evaluation: our evaluation of the returned active cord confirmed the report of a burned cord. Upon visual examination of the accessory connection end, we confirmed that the two inner wires have broken, but a small section of outer cord tubing remains attached so that full breakage has not occurred. The inner wires and outer cord tubing are blackened in appearance, suggesting burning has occurred. The area of the break suggests a sever kink was present, resulting in this observation. The active cord was reviewed with engineering personnel and the following info was provided: the active cord has two insulated wires inside the cord. If these two wires touch or the insulation becomes damaged, sparks can jump across the wires causing burning of the cord. Because the active cord exhibits numerous kinks throughout the cord, it is likely a severe kink near the accessory device connector caused damage to the inner wire insulation. Once electrosurgical current was applied to the cord, the damaged area resulted in sparks and burning of the cord. Upon visual examination of the entire active cord, we confirmed there are several kinks throughout the cord. An ohmmeter was used to test electrical continuity on the active cord. The active cord is not able to allow continuous current due to the breakage in the cord. A manufacturing discrepancy or anomaly that could have caused or contributed to this occurrence was not observed during our laboratory analysis. The snare accessory device that was used with the active cord was included in the return. The handle of the snare connected to the active cord properly and securely. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned snare accessory device. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: it is likely that applying electrosurgical current through a damaged active cord (i.e. Severe kink and/or breakage) caused the reported sparks and burning of the active cord. Kinks or other damaged areas in the active cord can occur if excessive pressure is applied during use and/or general handling. The instructions for use for the universal adapter cord instruct the user not to use the cord if it has been cut, burned or damaged. The instructions for use caution the user that damaged insulation may cause unsafe currents in either the patient or operator. The instructions for use caution the user that any electrosurgical accessory device constitutes a potential electrical hazard to the patient and operator. The instructions for use list possible adverse effects which include but are not limited to fulguration and burns. The instructions for use caution the user that safe and effective electrosurgery is dependent not only on equipment design, but also, to a large extent, on factors under the control of the operator. The instruction specify that it is important the cautions listed in the instructions for the active cord, as well as the instructions supplied with the electrosurgical unit be read, understood, and followed in order to enhance safety and effectiveness. This active cord is a reusable device. Because this medical facility was unable to provide the lot number of this active cord and has ordered multiple active cords at various times, we were unable to determine the approximate age of this active cord. The reusability of a reusable device is dependent on the care provided by the user before, during and after each use. Prior to distribution, all universal active cords are subjected to a visual and functional inspection to ensure device integrity. The visual inspection includes verifying that there are no kinks or bends in the cord. The functional inspection includes attaching each cord to various accessory products to ensure a secure fit. The functional test also includes a test to ensure electrical continuity flow throughout the cord. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no corrective action is warranted at this time. No further action warranted at this time because this occurrence may be related to the handling of a reusable product. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy, the physician used a cook endoscopy universal active cord with a valley lab electrosurgical unit, and a cook endoscopy acusnare polypectomy snare. The physician advanced the snare through the endoscope and placed the snare head around polyp. When the physician activated, the electrosurgical unit to apply current through the active cord and snare, the user reported observing sparks coming out of the accessory connection end of the active cord. The active cord was reported to be burned. Another snare and active cord were used to complete the procedure. A foreign object did no have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient and user did not experience any adverse effects due to this observation.